Manufacturer narrative:
It was reported that the patient was treated with steroids (type and date not reported). This report is filed on may 06, 2019.

Manufacturer narrative:
It was reported that the patient was placed under general anaesthetic during an abutment change. This report is submitted on july 09, 2019.

Manufacturer narrative:
(B)(4).

Event description:
Per the audiologist, the patient experienced persistent skin issues at the abutment site and subsequently was administered topical antibiotics in (B)(6) 2019 and underwent a skin revision on (B)(6) 2019. The patient is being clinically managed by the health care provider.